Manufacturer narrative:
The reported field event of charging anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that capacitor maintenance could not be completed when pressing the capacitor maintenance button before the procedure. The progress indicator kept spinning. The device was never implanted, and no patient was involved.